Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7157903 / 7170303. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 36963226. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients wound never properly healed and the patient developed an infection at the incision site. It was unknown if the infection was device related and nothing happened during a procedure that could have contributed to the infection. The patient was placed on antibiotics. All components were explanted and the explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.